Event description:
Complaint alleges that the ae was not ratcheting, the clips were not aligning properly in the jaws and the clips fell out of the applier before it was placed in the patient. While this did happen near the patient, the surgeon had not inserted the applier into the trocar. The scrub tech threw the applier into a sharps container before the rep had the chance to save it for investigation.

Manufacturer narrative:
(B)(4). A device history record (DHR) review did not show issues related to complaint. No sample is available for the manufacturer to evaluate. However, the manufacturer will continue to monitor and trend relating complaints.